Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It was possible that the user hit the connector something hard or stress to the connector toward loosening direction was accumulated, which made the connector deteriorated over time, leading to damage of the connector. The event can be prevented/detected by following the instructions for use which state: chapter 3 inspection before use check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor had a broken connector, and the connecting tube could not be connected to the channel connector in the reprocessing basin. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.